Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was undersensing on the right atrial (ra) lead during atrial tachycardia/atrial fibrillation (at/af). It was also noted the sensing measurements for the ra lead and right ventricular (rv) lead were below range. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient will be brought into the clinic for reprogramming.